Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 236 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no escape button response due to corroded keypad trace. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.